Manufacturer narrative:
Additional information was added to d4 (lot, expiration date, UDI #), d9, g1 address, h3, h4, h6, h11. H11: one (01) actual sample was received for evaluation along with a heparin bag. Visual inspection of the sample did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing, and priming using the heparin bag were performed on the sample with no issues; the device was found to be within the product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI)# is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spikes of an unspecified quantity of clearlink system continu-flo solution sets were "falling out" of solution/medication bags resulting in a leak. This occurred during use of the sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.